Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer that their sensor had a flashing red light when attempting to charge and upon inquiring further, it was discovered that he had been hospitalized for low blood glucose levels on (B)(6) of 2014. Blood glucose level was 21 mg/dl at time of hospitalization. Customer stated they were at the store and lost consciousness. Customer was advised to disconnect from pump. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Nothing further reported.